Event description:
Neuropathy [neuropathy peripheral]. No balance [balance disorder]. Lost feeling in both legs [hypoaesthesia]. Pain [pain]. Case description: in an event report ((B)(4)) forwarded by the us food and drug administration a consumer, gender and age unspecified, reported that they used fixodent denture adhesive, form/version unk, unspecified total daily use for 6 or 7 years, and developed neurophathy; they have lost feeling in both legs, have no balance, and have a lot of pain. The consumer reported that they are totally disabled, can't drive themselves to the dr's office, and have a hard time just making some food to eat; they mentioned that they were sure that fixodent harmed them. Treatment: unspecified medical care and walks with the use of a walker and sometimes uses a wheelchair. The case outcome was not recovered/not resolved. Past medical history included: medical history -lives alone. No further info was provided.

Manufacturer narrative:
Lot number or product not provided; therefore, unable to proceed with batch retain testing or product investigation.